Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving an "apply sample" message. This complaint is classified according to the documentation of the customer care advocate and the information this medical surveillance specialist gathered from the patient during a call back on may 28, 2009. The patient tests her blood glucose 4 times per day and controls her diabetes with diet. After the reported issue began three days prior to original date at 7:30am, the patient reportedly could not obtain a blood glucose reading. As a result of the reported issue, the patient deiced to take less food/drink. At around 2:30pm, the patient allegedly developed symptoms described as "thirsty and tongue numb." According to the patient, her symptoms were indicative of hyperglycemia. The patient indicated that her symptoms abated after she took food/drink. The patient did not test on any other device at the time of concern. During troubleshooting, the reported issue was not resolved with training as the patient did not have any test strips. This complaint is being reported because the patient claimed she had symptoms that can be suggestive of hyperglycemia after she was not able to test her blood glucose for more than 6 hours due to the reported issue. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.